Manufacturer narrative:
B5 - a facility representative reported that an implantable collamer lens was implanted into the patient's eye. The patient experienced lens rotation. The lens was repositioned the same day postop but it has rotated back, now inducing hyperopia and astigmatism (refractive surprise). The lens was exchanged with a longer length lens. The cause of the event was reported as unknown. H3 - device evaluation is required but has not yet been performed. H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Manufacturer narrative: refractive surprise: each lens is subjected to a 100% assessment of the power (spherical and cylinder) and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Claim#: (B)(4).

Manufacturer narrative:
H3 - device evaluation: lens was returned in a micro-centrifuge vial, in liquid with residue/debris on the product. Visual inspection found no visible damage to the lens. Dimensional inspection found the lens within specifications. Functional inspection found the returned lens did not meet original values measured at the time of manufacturing. Claim#: (B)(4).

Event description:
A healthcare professional reported that an implantable collamer lens was implanted into the patient's eye. The surgeon reports the lens rotated, then was repositioned that same day of postop, but the lens rotated back later and induced hyperopia and astigmatism. Lens remains implanted.

Manufacturer narrative:
Manufacturer narrative: secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4).

Manufacturer narrative:
Additional information: h6 - type of investigation 3331 - device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within established process parameters and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim#: (B)(4).